Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown.

Event description:
The hospital reported the unit was delivering high c02 during a case. There was no report of patient injury.